Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, difficulty ambulating, fluid collection and toxic cobalt-chromium metal debris to be released into the tissue. Update rec'd (B)(6) 2014 - pfs and medical records received. Part numbers were provided, but not lot numbers aren't legible. Revision operative note indicated there was corrosion on the head, the stem was loose with subsidence, leg length discrepancy, and a malpositioned cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Update ad 30 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. Ppf alleges pseudotumor, metal wear/metallosis and elevated metal ions. The event description has been updated to indicate the allegations as reviewed. Updated product details.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges psuedotumor ,metal wear/metallosis and elevated metal ions. The event description has been updated to indicate the allegations as reviewed. Updated product details.